Event description:
On (B)(4) 2010, nidek inc rec'd a letter stating maude event report, (B)(4) related to ec-5000 excimer laser system. This letter stated a pt had lasik (B)(6) 2009. The pt is complaining of dry eye syndrome and nigh vision disturbances after lasik. Symptoms of dry eye syndrome did not become noticeable until 3 months. Nidek (B)(4) prepared the customer complaint form.

Manufacturer narrative:
Add'l investigation by nidek inc. Concludes that "we have no reported device malfunction causing or contributing to the reported adverse event from (B)(6) 2009 until we receive notification from FDA." "We provided necessary info and training to surgical doctors who use the ec-5000 to prevent adverse events." "Based on the info presented, we are unable to determine the root cause of this injury," and "if further info is rec'd, we will submit a f/u." Nidek (B)(4) asked nidek inc. For add'l investigation. Since nidek (B)(4) also could not have further info to perform add'l investigation as a MFR, we are unable to determine the root cause of the injury. If further info is rec'd, we will submit a f/u report.